Event description:
It was reported that an asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was connected to the new device and remains implanted. The patient suffered no adverse consequences.

Event description:
New information received notes that high, out of range, high voltage lead impedance was observed. Patient was asymptomatic and will continue to be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.